Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a broken skin of the universal cord. The event occurred during clean and disinfection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. No reportable malfunctions were identified during the device evaluation. A definitive root cause could not be identified. Based on the results of the investigation: it was likely that the broken skin of the universal cord was due to a component failure of the uc sheath. The cause of the uc sheath failure could not be determined. The most probable cause was that the cable was damaged by excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.